Event description:
It was reported that the ultra was advanced over a filter wire in order to treat an rca lesion. The ultra was deployed at 19 atm (contrary to IFU). A vessel perforation was then identified at the distal end of the stent, which was treated with a 5.0 covered stent.